Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was reproduced while running a water-filled set. System error 105 was confirmed through a review of the event history log and found to be caused by a loose mechanical mount screw wedged in the motor/cam gears. The motor assembly, mechanical screws and gears were replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Additional information regarding the event occurrence date was received by the customer.